Event description:
Failure to alarm dressing appeared to have a leak but device not alarming. Reported delay in alarm device.

Manufacturer narrative:
Patient impact/involvement uncertain at this time; follow-up communications are under way to obtain any additional information available. Smith & nephew is actively investigating the information provided; results of investigation will be provided in a supplement report.

Manufacturer narrative:
Upon evaluation of the returned device this complaint is deemed unconfirmed. A technical evaluation was performed at the (B)(4) service center on 10 march 2014, the unit passed all functional tests and found working within specifications, (refer to ra# 203829-001). The root cause for the reported issue cannot be established. However, it is very likely the pump did not alarm because the system was still reaching vacuum in presence of a leak not significant enough to trigger an alarm, the system is designed to assert a leak alarm when the fluid has cleared the tubing set and air has been freely flowing through the tubing in a rate greater than 3.5l/min. Review of complaints history for renasys go pump serial # (B)(4) indicates no other complaint has been reported against this device. In response to failure to alarm complaints, smith & nephew has issued car02714 to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality. The information provided confirms there were no patient injuries or harm associated with this issue. The complaint is recorded and any similar issues will be monitored through the complaint system.

Event description:
Failure to alarm dressing appeared to have a leak but device not alarming. Reported delay in alarm device.